Manufacturer narrative:
The returned device was evaluated and a bend was noted on the exposed portion of the cannula. It is unclear when the bend occurred. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. No occlusion or resistance was encountered in the fluid path. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose reached 305mg/dl while wearing the pod on her arm for between 4 and 24 hours. She stated that the cannula appeared bent when the pod was removed. Treatment included changing the device and giving a manual shot of insulin. The device was returned for evaluation.